Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2005 and mesh was used. Dates were not clarified. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02130. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that patient underwent concurrent cystoscopy procedure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.